Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. The following impedances are measuring at reading as ¿avoid¿ and are orange/yellow exclamation point: 1, 3, 4, 5, 6, 7, 8, 9, 10, 12, 13, 14,15 the following contacts on the ¿lead selection¿ page after selecting ¿check connection¿ are measuring as a red x: 6, 5, 12, 13, 14, 15. There was a loss of stimulation and stimulation in the incorrect location reported. Troubleshooting reported was impedance check and then ran the connection on the ¿lead selection¿ page. Programs not covering pain areas resulting in the return of patient¿s chronic pain. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the physician plans to replace the patient¿s paddle lead. There is no date scheduled for this replacement at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6): product type lead product ID 977a260. Serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) saw avoid on contacts 4, 5, 8, 9, 10, 12, 13, 14 and 15. Rep performed troubl eshooting by running an impedance check and trying to program around it. The cause of the issue was unknown. No symptoms were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.